Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported elevator has broken; it gets stuck and will not release the tomes during an unspecified procedure involving an olympus duodenovideoscope. There was no patient injury reported.